Manufacturer narrative:
The t:slim g4 cartridge user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to complete the load process for 5 hours, as the customer did not know how to complete the load process. The customer's blood glucose level was 232 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, it was noted that the pump had requested a minimum of 50 units. The customer reloaded the same cartridge and the pump again requested a minimum of 50 units. A recommendation was made for the customer to load a new cartridge. The customer filled a new cartridge using an insulin pen. The customer was instructed regarding cartridge labeling. The load process was able to be completed successfully.